Manufacturer narrative:
The insulin pump passed the displacement test, self test, off no power test, unexpected restart error test, rewind test, and basic occlusion test. No motor error alarms were noted during testing. The unit was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unable to confirm excessive no delivery alarms due prime/fill anomaly. All operating currents are within specification. No unexpected low battery or off no power alarms were noted. The following physical damage was noted: cracked reservoir tube lip, minor scratched display window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with multiple motor error alarms and no delivery alarms. The patient's blood glucose at the time of incident was 90 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The insulin pump was able to rewind without incident; however, whenever the patient attempted to bolus after a rewind the insulin pump would alarm no delivery. The insulin pump was returned for analysis.